Event description:
It was reported that this patient had been hospitalized due to the pacemaker entering into safety mode. It was noted that there was a pause in the patient's ambulance ride to the hospital, but there was no syncope. Additionally, the patient was feeling pocket stimulation. Technical services (ts) recommended resolution. The device was explanted and replaced with a non-boston scientific device. No adverse patient effects were reported.

Event description:
It was reported that this patient had been hospitalized due to the pacemaker entering into safety mode. It was noted that there was a pause in the patient's ambulance ride to the hospital, but there was no syncope. Additionally, the patient was feeling pocket stimulation. Technical services (ts) recommended resolution. The device was explanted and replaced with a non-boston scientific device. No adverse patient effects were reported.